Event description:
A log review was requested to determine if devices were tampered with, as the customer is concerned about a potential narcotic diversion. The customer would also like to know if it can be determined why the devices were turned off. The customer specifically requested row 50-73 of the event log be reviewed. The patient was receiving a fentanyl drip throughout their hospitalization, and the event occurred from (B)(6) 2019 to (B)(6) 2019. A new fentanyl syringe was used on (B)(6) 2019 at 14:11. The only documented rate change is on (B)(6) 2019 at 0900, when the drip was changed from 0.31ml/hour to 0.21ml/hour. The syringe was then changed on (B)(6) 2019 at 05:17. The customer states there should have been 10ml of waste documented, but instead, there was documentation stating a there was a large discrepancy between the volume that was expected to be wasted and the volume that was actually wasted. A date range of (B)(6)2019 was given by the customer. Upon further review by the customer, they declined further investigation. They do not believe the devices were tampered with. The patient was not affected.

Manufacturer narrative:
The customer¿s experience of a discrepancy between the expected volume wasted and the actual volume wasted was not confirmed. ¿ only a portion of the pcu event log was received for investigation and due to this the medication and profile in use were not able to be identified. ¿ the starting volume of the syringe suspected of tampering was not present in the portion of the pcu event log received. ¿ an unfiltered pcu event log was not requested due to the customer declining further investigation and now does not believe the devices were tampered with.. The root cause of the customer¿s report of a discrepancy between the expected volume wasted and the actual volume wasted was not identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
A log review was requested to determine if devices were tampered with, as the customer was concerned about a potential narcotic diversion. The customer also requested to know if it can be determined why the devices were turned off. The customer specifically requests row 50-73 of the event log be reviewed. The patient was receiving a fentanyl drip throughout their hospitalization, and the event occurred from (B)(6) 2019. A new fentanyl syringe was used on (B)(6) 2019 at 14:11. The only documented rate change is on (B)(6) 2019 at 0900, when the drip was changed from 0.31ml/hour to 0.21ml/hour. The syringe was then changed on (B)(6) 2019 at 05:17. The customer states there should have been 10ml of waste documented, but instead, there was documentation stating a there was a large discrepancy between the volume that was expected to be wasted and the volume that was actually wasted. The customer declines further investigation. Upon further review, the customer does not believe the devices were tampered with. The patient was not affected.